Event description:
A medtronic representative reported that a navigation system vertek arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site to resolve the issue. Medtronic investigation of returned suspect device finds that the device is well worn with many nicks and scratches. Based on the lot number, the arm is over four years old. As reported, the arm does not lock down completely when the handle is tightened. Failure mode: mechanical. Failure mechanism: will not tighten. Vertek arm directly caused event.